Event description:
Procedure type: liver surgery. According to the reporter: after one hour from the beginning of the surgery, the endoretract was bent and it could not be removed through the trocar. When closing it and after being one hour and half holding the liver, the device did not stay straight but bent as it could not hold the weight of the liver. In order to remove the endoretract they pulled strongly and using the trocar they tried to put it straight making pressure against the cannula. No injury for the patient: no blood or tissue loss. Five minute delay in surgical time.

Manufacturer narrative:
(B)(4).